Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the universal surgical manipulator to resolve the issue. The system was tested and verified as ready for use. This unit was returned for failure analysis with the reported issue was confirmed and replicated. Logs showed error 25745, indicating that the spar rocker switch was not working properly and prevented the universal surgical manipulator (usm) rotational movement associated with the corresponding set up joint (suj), confirming that the fault occurred in the field. The unit was installed and passed all relevant testing within specification. It was then installed onto a golden system and functioned as expected. Power cycling and exercising the usm did not reveal any resistance in usm movement. After opening the spar cover and spar rocker assembly, fluid intrusion was found on the back of the spar rocker base and on the back of the acsb3 pca, replicating the reported event. Failure analysis identified the fluid on the spar rocker base and acsb3 pca as the root causes of the reported event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, arm 1 was not able to rotate. The arm was not used for the procedure. Technical support then had the operating room staff test arm 1, and during this testing the arm was able to rotate, although the staff member indicated that rotation felt somewhat difficult. The procedure was completed with no reported injury.